Event description:
On (B)(6) 2015 during surgery for generator replacement for ifi=yes the patient's settings were checked before the case which were output= 3.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output= 3.5ma/magnet on time=30sec/magnet pulse width=250usec. After the generator was replaced, the patient was reprogrammed back to the same settings as the patient was prior to the generator replacement per the instruction of the neurologist. However, when they reprogrammed the patient, she was fine at first, and then she started coughing and having bradycardia every 0.8 min. The surgeon called the neurologist and requested to turn it down; the neurologist responded saying that they should of course turn it down since the patient had not been receiving therapy for a while now. The patient¿s generator was turned off and the patient was fine. Good faith attempts were made for further information from the physician but no additional information has been received to date.